Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the unit had a faulty air bubble detector (abd) on the system. The perfusionist reset the system, tried two more times and still got false air error. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there was no delays, on blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The perfusionist swapped out the sensor only (not the cable) and all functional properly with no more false readings. The customer is ordering the replacement part for the system. Investigation in process, but not yet completed.